Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Root cause is undetermined. DHR could not be performed. Complaint could not be confirmed.

Event description:
It was reported that unspecified bd¿ syringe had foreign matter inside. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the needles will be so dull that they will not puncture. It was also reported that the syringes will have too much or too little silicone inside the syringe. I go to my specialist once every 4-5 weeks who gives me an injection in my right eye. I have been going to this specialist for the last 2 ½-3 years for injections. I request that he always uses a bd syringe. On (B)(6) 2019 I had an appointment and received a shot, it was a syringe that the nurse filled with elyea medicine (not a pre filled syringe). I commented to my doctor that I didn¿t feel the poke or pressure of the needle. He replied ¿someone made a good needle¿. He said, ¿sometimes we get syringes with needles that are so dull that they won¿t puncture the eyeball. They are so dull that we have to throw them away. They will come in batches that way, but it¿s usually the prefill. I am a bd associate and we make diabetes syringes. I am extremely educated in the construction of a syringe. I am horrified to think that I or someone else would get a shot in the eye with a dull, inverted, bad bevel or hooked cannula. I do feel the pressure that needle makes and after feeling that good shot/injection I now know that some of my previous shots where I felt extreme pressure meant I was getting a less than perfect needle. Another complaint and concerns that I spoke with my retina specialist about is getting too much or too little silicone inside the syringe. Too much silicone will leave silicone floaters in an eye that will not go away. My doctor has had syringes with too much silicone, and commented to me this has happened. Too little silicone and you have chatter/drag an then a sever stream of liquid jetting into your eye. I am told I will require these shots the rest of my life. This is a very expensive treatment and I would hate to be the recipient of some of the complaints that my doctor has shared with me. It is also a very stressful experience to have an injection in your eye(s) even with a good retina specialist as I have.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe had foreign matter inside. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the needles will be so dull that they will not puncture. It was also reported that the syringes will have too much or too little silicone inside the syringe. I go to my specialist once every 4-5 weeks who gives me an injection in my right eye. I have been going to this specialist for the last 2 ½-3 years for injections. I request that he always uses a bd syringe. On (B)(6) 2019 I had an appointment and received a shot, it was a syringe that the nurse filled with eylea medicine (not a pre filled syringe). I commented to my doctor that I didn¿t feel the poke or pressure of the needle. He replied ¿someone made a good needle¿. He said, ¿sometimes we get syringes with needles that are so dull that they won¿t puncture the eyeball. They are so dull that we have to throw them away. They will come in batches that way, but it¿s usually the prefill. I am a bd associate and we make diabetes syringes. I am extremely educated in the construction of a syringe. I am horrified to think that I or someone else would get a shot in the eye with a dull, inverted, bad bevel or hooked cannula. I do feel the pressure that needle makes and after feeling that good shot/injection I now know that some of my previous shots where I felt extreme pressure meant I was getting a less than perfect needle. Another complaint and concerns that I spoke with my retina specialist about is getting too much or too little silicone inside the syringe. Too much silicone will leave silicone floaters in an eye that will not go away. My doctor has had syringes with too much silicone, and commented to me this has happened. Too little silicone and you have chatter/drag an then a sever stream of liquid jetting into your eye. I am told I will require these shots the rest of my life. This is a very expensive treatment and I would hate to be the recipient of some of the complaints that my doctor has shared with me. It is also a very stressful experience to have an injection in your eye(s) even with a good retina specialist as I have.